Event description:
It was reported that pump displayed malfunction code 199 in associated software and malfunction code 12 on pump, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was informed malfunction indicated pump issue, was guided through pump reset, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if problem returned, and acknowledged instructions.